Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number: 69918un22 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.85 ng/ml was generated for a patient sample ID: (B)(6) on (B)(6) 2022. The same sample retested negative twice at 0.01 ng/ml. No impact to patient management was reported.